Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. No further details were provided. Information learned from the operative report.

Manufacturer narrative:
Device not returned.